Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump on a hike and the pump touch screen became cracked and unresponsive. Customer¿s blood glucose level was within ranged. The customer reverted to manual injections for insulin therapy.